Event description:
It was reported that the device was displaying the service wrench icon and had an error code logged in memory indicative of a device failure that could inhibit the delivery of a defibrillator shock. It was indicated that the device is used for training purposes only. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.